Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver exhibited incorrect right pressure alarms while supporting a patient. The customer also reported that when hospital personnel attempted to adjust the right pressure, it remained at the previous pressure. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited incorrect right pressure alarms, the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the companion 2 driver exhibited "right pressure incorrect" alarms while supporting a patient. The customer also reported that when hospital personnel attempted to adjust the right pressure, it remained at the previous pressure. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the external components revealed no anomalies. Review of the electronic patient data file revealed several "right pressure incorrect" alarms. During these alarms, the right pressure was consistently higher than the set point, which confirmed the reported issues. During investigation testing, the "right pressure incorrect' alarms were reproduced. The root cause was a malfunction of the right electronic pressure regulator, which also resulted in the high right driveline pressures reported by the customer. The right electronic pressure regulator was replaced, and the companion 2 driver passed all final performance testing. This failure mode posed a low risk to the patient because the companion 2 driver continued to perform its life-sustaining functions. The higher right pressure would not have an adverse effect on the patient because once the full eject flag is achieved, indicating that the tah-t diaphragm is in the full "up" position, any increase in pressure is isolated to the diaphragm of the patient's tah-t and is not transferred to the patient's blood. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.